Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said since saturday she felt a "pulse" in her toes and her toes move. Patient said the implant was on her left side and this was happening in her right toes. Patient said she did not feel the pulse anywhere else besides her right foot. The patient was recommended to decrease stim. Patient said she knows how to do it so this was not done during the call. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported the circumstances that led to feeling a pulse in their ties and their moving was a change in device programming. The actions they took to resolve it was that they turned the device programming down. No further complications were reported or anticipated.